Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Because a definitive cause for the reported events could not be determined following review of available information and because the product was not returned, a cause of undeterminable will be assigned to this event.

Event description:
It was reported that the coil broke off within the microcatheter. The physician removed the coil and microcatheter together from the patient's body. The coil was exchanged and the procedure successfully completed without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil broke off within the microcatheter. The physician removed the coil and microcatheter together from the patient's body. The coil was exchanged and the procedure successfully completed without clinical consequences to the patient.